Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: IV cellcept was initiated at a rate of 250ml over 2 hours using a b braun pump. Upon returning to the bedside 20 minutes later, the writer observed that the cellcept bag was empty. It did not appear that the solution had infused into the primary line (250ml ns). The infusion pump indicated that 231ml remained with 1 hour and 42 minutes left, despite the bag being empty. The secondary line was locked. The writer consulted with the charge nurse and, upon returning, found that nearly half of the ns had been drawn from the primary line. The infusion was halted, and all lines and fluid bags were gathered in a bag. The service team has been notified and is aware of the situation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number(B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed due to no return of physical sample.